Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose was unknown. Customer states she was drying off her son when he got out of the shower, and then noticed the button error alarm. Customer was advised to discontinue use of the pump, and that it would need to be replaced. The pump is being returned and replaced.

Manufacturer narrative:
The insulin pump was received with button error alarm and had an intermittent button response due to corroded keypad traces. The insulin pump was received with cracked reservoir tube lip, cracked case on the display window corner, minor scratches on lcd window and scratched reservoir tube window.